Event description:
It was reported via repair work order that the bed had phantom motion due to a bent footboard connector pin. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.